Manufacturer narrative:
An event of vascular dissection which subsequently led to occlusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from field indicated that it was believed inserting the flexnav delivery system into the small vessel caused a vascular dissection, which subsequently led to an occlusion. However, the exact cause could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The medical intervention was result of a percutaneous treatment performed. There were no related complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(6) - vista nova study, patient site (B)(6). It was reported that on (B)(6) 2026, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 22mm non-abbott balloon. The valve was successfully implanted. It was believed that inserting the flexnav delivery system into the small vessel caused a vascular dissection, which subsequently led to an occlusion. For treatment, a percutaneous old balloon angioplasty (poba) was performed.